Event description:
Complainant alleged that while treating a vsa patient, the device discharged successfully to the patient, however, on the second attempt to defibrillate the patient the device inappropriately powered down, the device was then unable to be powered back on. Complainant indicated that they obtained another device to continue treating the patient, however, it took approximately five - eight minutes for the second device to arrive to the scene. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.